Event description:
The complainant reported that the patient was found with the gastrostomy tube outside of the body with the balloon deflated. The 18fr lap g tube list# 51174 was reported to have a "crack in the balloon". It was reported that the tube will be returned for testing. This was an initial placement and the stoma was less than two weeks old. No other patient information has been provided. Although the stoma site was less than 2-weeks old, the lap g procedure is completed by using t-fasteners to firmly approximate the stomach to the anterior abdominal wall to prevent leakage of stomach contents into the peritoneum. Therefore, a serious injury or illness as a result of the tube falling out of the patient due to balloon deflation is remote. The second surgical procedure is considered an adverse event, however, the second surgical procedure was completed to insert a second gastrostomy tube, and was not a surgical intervention to preclude a serious injury or illness. The repeated surgical procedure is considered a serious injury. When more information becomes available, the event will be re-evaluated.